Manufacturer narrative:
The broken shaft of the intravascular shunt was confirmed. A review of manufacturing records was performed and there were no nonconformances found with the manufacturing of this lot. A review of the photograph indicates the device was broken at the point the tether was attached and it is theorized that the tether was pulled which is contrary to the instructions provided in instructions for use. A manufacturing nonconformance could not be confirmed. The issue could not be traced to a manufacturing nonconformance; hence a product risk assessment (pra) or CAPA will not be initiated. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigations will be performed.

Event description:
It was reported that the shaft was found broken in half at the tether on the cardioplegia tubing. The defect was detected before use. No patient injury was reported.

Manufacturer narrative:
Device has been received and is currently under investigation into root cause of this event.